Event description:
Approximately 1 year(s), 6 month(s) and 11 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening in which two inferior screws were reportedly broken leading to glenoid loosening. The patient underwent a standard reverse with preserve stem revision, with the reported removal of the humeral tray, humeral liner, glenosphere, glenosphere locking screw, glenoid base plate, and compression screw/locking cap components. The outcome of this event is considered resolved and the case report form indicates that this event is definitely not related to the device and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (D10) concomitant devices: 320-32-36 - expanded glenosphere, 36mm, for small reverse: (B)(6). 300-30-06 - equinoxe preserve stem 6mm: (B)(6). 320-36-00 - 145-deg pe 36mm hum liner +0: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The revision reported may be the result of compression screw fracture leading to aseptic glenoid loosening as reported. However, the sequence of events, contributing factors, and reported failures cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided.